Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received, only a connector portion of the lead was returned in one piece for analysis. Electrical testing found internal shorts between conductors due to the twisted coils which is consistent with procedural damage. Visual analysis found full breach insulation degradation exposing the coil adjacent to the connector boot.